Event description:
It was reported that during an unspecified procedure, the distal end broke after only a few uses. Ther was no pt injury reported. No additional info was provided.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The evaluation found the distal tip of the probe broke and the teflon jaw of the grasping section burned and the insertion section buckled.